Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('got a coil in abdomen') in a (B)(6)-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left side did not look like a coil - it looked like a tiny pin" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("having sex is extremely painful deep inside"). On (B)(6) 2014, the patient experienced device expulsion ("right side insert is completely missing - not seen on hsg"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysgeusia ("metal taste in mouth that comes and goes") and muscular weakness ("overall muscle weakness"). At the time of the report, the device dislocation outcome was unknown, the device expulsion had resolved and the dyspareunia, dysgeusia and muscular weakness had not resolved. The reporter provided no causality assessment for device expulsion, dysgeusia, dyspareunia and muscular weakness with essure. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. The case refers also to a product issue (property issue). However no complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received : case became incident from other event. Reporter information added. This case became a potential legal case. Device dislocation added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.